Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device passed external visual inspection and the vibration drop test. A review of the receiver data log resulted in no errors related to the incident. Global receiver functional testing resulted in no failures. The reported fault could not be reproduced. The customer complaint could not be confirmed. A root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.